Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that small air bubbles were in the patient line. The event occurred during the initial drain on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) assisted the home patient (hp) to end therapy. The hp stated they would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.